Manufacturer narrative:
Citation: zubarevich a, et al. Sutureless aortic valve replacement in multivalve procedures. J thorac dis. 2021 jun;13(6):3392-3398. Doi: 10.21037/jtd-21-300. Earliest date of publish used for date of event: june 1, 2021 (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the patient outcomes and technical challenges accompanying sutureless aortic valve replacement (su-avr) in the setting of multi-valve procedures. All data was retrospectively collected from a single center between december 2019 and december 2020. The study population included 20 patients (predominantly female, mean age 72.6 years) who all underwent su-avr using the livanova perceval s sutureless aortic valve. Of these patients, 10 underwent concomitant mitral valve replacement with an edwards perimount or medtronic hancock ii bioprosthesis. In addition, 8 patients underwent tricuspid valve repair with a medtronic duran ancore annuloplasty band. No unique device identifier numbers were provided. Among all patients, the 30-day mortality rate was 10%. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Among all patients, post-operative adverse events included: third-degree atrioventricular block requiring permanent pacemaker implantation; cardiogenic shock; need for extracorporeal membrane oxygenation support; and atrial fibrillation. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.